Manufacturer narrative:
A review of the complaint history for sn: (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn: (B)(6) was performed from the date of manufacture, 31-may-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that there was a failed pocket in the drawer. A field service engineer assisted the user to remove and clear the bad pocket from the drawer. The system functioned as intended after the field service engineer assisted and resolved the issue. E.1. Initial reporter facility: (B)(6).

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es had a cubie pocket had failed to release. The customer stated that there was a delay in dispensing medication to the patient. There were no adverse events or injuries reported based on this event.